Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if the device was reprocessed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "9 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when use the air / water valve 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope cylinder was shaved. The light guide lens had a crack. Due to wear of the angle wire, bending angle in the up direction did not meet standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had white-clouded area. Adhesives around objective lens had white-clouded area. Adhesives around the light guide lens had white-clouded area. The plastic distal end cover had a dent. In addition, the distal end, switch 1, and the connecting tube were all scratched. The facility's clean, disinfect and sterilize (cds), reprocessing information and foreign matter surveys results were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility states it was unknown when the foreign matter adhered on the device. They are not aware of what the foreign matter is. There was no lag between the end of clinical use and the start of pre-washing flushed the air/water nozzle with water and air? No response provided facility noted abnormalities on the accessories used for reprocessing. Have you wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges?: yes. Did you flush the air/water nozzle with the detergent solution?: yes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the suction cylinder of the evis lusera colonovideoscope had scrapes and scratches. Inspection and testing of the returned device found nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.